Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had vibrate anomaly. Customer's blood glucose level was unknown but the customer was getting readings between 180mg/dl to 190mg/dl. Customer was assisted in performing self test but the pump did not vibrate. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit received with all operating currents within specification and passed the functional testing including the unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, unit failed to vibrate during self test due to vibrator motor connector broken black wire. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The sensor feature working properly and no anomaly noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.